Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported experiencing a low blood glucose (bg) level of 60 (mg/dl) earlier in the morning but did not think it believe it was related to the malfunction. The customer mentioned that their spouse helped them to raise their bg levels; however, no specific information regarding the treatment given was provided. It was indicated that the customer had lantus available for alternate insulin therapy.